Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that after introducing the edward's swan ganz catheter, there was leakage. It was possible for the user to see propofol perfusion leak around the swan. However, the leakage stopped after the physician discontinued the swan and placed the cap on the percutaneous sheath introducer (psi). There were no reported pt complications. The sales representative will continue to request further details on the event.